Event description:
It was reported that the patient underwent a pump replacement due to end of life. It was noted intra-operatively that the catheter was detached from the pump. The patient had experienced increased pain pre-operatively. The patient recovered without sequela. The pump was used to deliver dilaudid and baclofen.

Manufacturer narrative:
(B) (4): final pump analysis revealed no significant anomalies; battery depletion end of life.